Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using to clip the bleeding along the staple line during a laparoscopic sleeve gastrectomy procedure, the surgeon was able to squeeze the handle however the clips scissored on the tissue additional clips were used to complete the case. There was no patient injury.